Event description:
The device was used during an unspecified procedure. Reportedly, the instruement was difficult to open and the handle broke. The surgeon resected the tissue at the application site to complete the procedure. The hosp has reported no pt injury occurred.